Event description:
Customer reports the softclix plus lancet will not retract. No accidental needle stick occurred. No adverse event reported. The customer did not provide the location where the malfunction occurred, or how long they have been noticing the malfunction. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number bas036.

Manufacturer narrative:
The suspect product is the softclix plus lancet.